Event description:
It was reported that while inserting an end cap, tip of inserter broke off. End cap remains implanted with embedded tip. Patient outcome: no adverse effect reported as a result of this event.

Event description:
The original report received on 10/23/2009, stated in summary: in (B)(6) 2009, 8 piccs implanted had complications because of mural thrombosis. They realized about this problem after 10 days from the implantation of every of these 8 piccs. The piccs are 6 from lot 1007 and 2 from lot 1008a. Intervention in the form of fluoroscopy and 'medical' were needed. The patient is stable. No product sample was retained. The original report was filed as an MDR and this report is discussed over leaf at "additional manufacturer narrative." (B)(4).